Event description:
Per the audiologist, changes in electrode array impedance values were noted starting in 2006. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The patient has not reported decreased performance but has chosen to be reimplanted. Explantation/reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
.